Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated glucose result while using the clinical chemistry glucose assay. The customer provided the following data for a newborn patient on (B)(6) 2017; initial result (using a glucose meter) 2.1 mmol/l (37.84 mg/dl) a new specimen was collected from the same puncture and tested was completed for confirmation using the clinical chemistry glucose assay: 3.6 mmol/l (64.68 mg/dl) the result of 3.6 mol/l was autoverified and a result of 2.1 mmol/l was generated. The specimen was tested a third time and a result of 2.1 mmol/l was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return material was not available from the customer. Tracking and trending did not identify an adverse trend for falsely elevated glucose results. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the clinical chemistry glucose assay, ln 03l82, lot 49897uq08, was identified.